Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was broken and noticed after removed. Customer's blood glucose level was unknown. Customer wanted to consult with medical facility for second insertion of sensor. The sensor will not be returned for analysis.